Manufacturer narrative:
The device is available for evaluation, but it has not been received yet.

Event description:
The customer reported multiple issues regarding spinning spiros® closed male luer, red cap that occurred in both pharmacy and nursing. It was noted that spiros was leaking/breaking at the connector. This occurred during use on patient and it was used for an hour; however, no one was harmed as a result of the event. The medication used is unknown. This is report 5 of 5.

Manufacturer narrative:
Additional information: d10: device available for evaluation. G1: contact office name. H10: the device was not available for evaluation. The lot review couldn't be performed since the lot number is unknown.